Manufacturer narrative:
The manufacturer's investigation is on-going. Further information will be provided once the investigation has completed.

Event description:
The customer reported that they experienced a wrong dose recording. Based on the available information there have been no actual mistreatment.